Event description:
An attorney alleges that his client sustained injuries resulting from the defective defibrillator and/or battery. The patient subsequently reported his device sounded because of a low battery. It was replaced. No further patient complications were reported as a result of this event. Additional information was received from an attorney alleging "plaintiffs have sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages," due to the fidelis lead. No specific information regarding injury was reported. Further allegations from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant."

Event description:
An attorney alleges that his client sustained injuries resulting from the defective defibrillator and/or battery. The patient subsequently reported his device sounded because of a low battery. It was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
An attorney alleges that his client sustained injuries resulting from the defective defibrillator and/or battery. The patient subsequently reported his device sounded because of a low battery. It was replaced. No further patient complications were reported as a result of this event. No conclusion can be drawn device remains implanted defective device.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.